Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were several vt/vf episodes observed which according to physician were atrial fibrillation with high ventricular frequency. In one case atps were inefficient and a shock was delivered which terminated the episode. Reprogramming was performed. The patient medical condition is good.